Manufacturer narrative:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. During the operation, the catheter could not deflect to the desired specification. On (B)(6)2018, the bwi failure analysis lab received the device for evaluation. Initial visual analysis identified, the tip lumen is damaged with a small hole and with metal exposed approximately 2.2 cm from the distal end of the tip dome.¿ this issue has been assessed as an MDR reportable malfunction. On (B)(6)2018, a second visual analysis identified material was found exposed in the area between the peek housing and the metal tip. This issue has also been assessed as an MDR reportable malfunction. On (B)(6)2018, a scanning electron microscope (sem) test was conducted and further identified, ¿scratches on the surface of the sample and an unknown particle were found. The particle was scanned for identification via energy dispersive spectroscopy (eds), the spectrum of the particle presented carbon, oxygen, aluminum, and iron. Therefore, the particle was found to be metal exposed.¿ these findings confirm the previous findings which both indicate that internal parts are exposed. Product evaluation details: the product evaluation has been completed. The device was visually inspected and the tip lumen was found damage with a small hole and metal exposed. During the second visual inspection a small bump was observed on the tip and no metal was found exposed. Upon closer inspection, a foreign material was found on the peek housing transition. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t-bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the peek housing transition area and the results showed scratches on the surface of the sample and an unknown particle. The particle was scanned for identification via energy dispersive spectroscopy (eds), the spectrum of the particle presented c, o, al, fe. Therefore, the particle was a metal exposed since eds detected aluminum (al) and iron (fe). No other anomalies were observed. For this condition, the manufacture team performed an investigation in order to find the root cause, it is concluded that the particle found is an indeterminate cause within the manufacturing site. During the execution process products are subjected to visual inspections at 200% for cosmetic issues. None of the processes, rework or machines could cause these types of particles. In regards to environment, we could not determine that the particle came from the environment since environmental conditions are controlled and validated conditions. No unusual conditions were reported for the environment. It is also worth mentioning that the particle measure is 0.00010¿ and procedures do not accept particles 0.020¿ so is within the acceptable criteria. The customer complaint was confirmed. The root cause of the t-bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. Based on available analysis results, analysis finding of foreign material appears to be caused by internal bwi operations, specifically, the manufacturing process, however, this appears to be an isolated case. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17772001m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. During the operation, the catheter could not deflect to the desired specification. A second catheter was used to complete the operation. There was no report of patient injury or harm to patient. The deflection issue has been assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 10/31/2018, the bwi failure analysis lab received the device for evaluation. Initial visual analysis identified, the tip lumen is damaged with a small hole and with metal exposed approximately 2.2 cm from the distal end of the tip dome¿. This issue has been assessed as an MDR reportable malfunction. On 11/08/2018, a second visual analysis identified material was found exposed in the area between the peek housing and the metal tip. This issue has also been assessed as an MDR reportable malfunction. On 11/12/2018, a scanning electron microscope (sem) test was conducted and further identified, ¿scratches on the surface of the sample and an unknown particle were found. The particle was scanned for identification via energy dispersive spectroscopy (eds), the spectrum of the particle presented carbon, oxygen, aluminum, and iron. Therefore, the particle was found to be metal exposed¿. These findings confirm the previous findings which both indicate that internal parts are exposed. As such, the awareness date has been reset to 10/31/2018 which is when biosense webster inc. First identified a reportable malfunction.